Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2012. According to the complainant, during the procedure, a clip was placed on the tissue within the duodenum however; the clip failed to release from the catheter. Reportedly, the scope was "moved at different angles" to get the clip to release from the catheter. The clip remained on the tissue. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6) 2012. According to the complainant, during the procedure, a clip was placed on the tissue within the duodenum however; the clip failed to release from the catheter. Reportedly, the scope was "moved at different angles" to get the clip to release from the catheter. The clip remained on the tissue. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported event of clip failed to release from catheter. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire and the control wire. The complaint of clip difficult to release from catheter was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.